Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. There was no reported impact to the customer's blood glucose level. Pump was scheduled to be returned and a replacement pump was provided.